Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise was noted on the right ventricular (rv) lead. The lead was capped and replaced. During replacement procedure, an insulation defect was noted on the lead due to subclavian crush. There were no patient consequences.